Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing portion of the right ventricular (rv) lead had high and rising impedance. The pace sense lead was inactivated and replaced. The lead remains in use. No patient complications have been reported as a result of this event.